Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-52, lead implanted: 2012 (B)(6); 1258t, st. Jude lead implanted: 2012 (B)(6). (B)(4).

Event description:
It was reported that the patient was short of breath. The physician's facility stated that no intervention has been taken and the device remains in use. No patient complications have been reported as a result of this event. 2014 (B)(6), it was later reported that "a few slight adjustments" were made to try and improve the patient's shortness of breath. The device remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was later reported that the device will be replaced. No further patient complications have been reported as a result of this event.